Event description:
It was reported that the patient presented with right l3-4 herniated disc and underwent a procedure for fusion, facetectomy, diskectomy using rhbmp-2/acs and local bone, peek cage and posterior instrumentation. The bmp was placed both inside and outside implant. At 3 months post-op the unknown peek interbody device migrated. At 12 months the patient underwent additional surgery for recurrent stenosis, disc herniation at l3-4, displaced right interbody graft. Patient underwent re-exploration and repeat laminectomy l3-4, removal of displaced interbody graft, right; revision of right instrumentation; left diskectomy, interbody fusion, and instrumentation with lateral mass graft.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. This MDR is late since the source data for this MDR is from a retrospective study that was conducted in 2006-2008 which included data from 2002-2006. The adverse events in this dataset were not assessed for reportability until june 2013. (B)(4).